Event description:
It was reported that during a ptca treatment procedure involving a 99% stenotic lesion in the middle portion of the lad artery, the maverick2 monorail balloon did not inflate. The patient was asymptomatic during this event. The sizes and types of the introducer sheath, guidewire, guide catheter and inflation device used in this case are unknown. The procedure was successfully completed. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.